Event description:
On 1/5/96, it was noted after completion of surgery that the surgical light handle containing the camera lens was missing a nut. This light is positioned directly above the sterile field by the surgeon in order to provide better visualization of the operative site. The local repair svc for the MFR was called who replaced the entire light handle as this was the second time this had happened. The same thing occurred on 1/25/96. On 4/11/96, in cleaning the operating room after completion of a case it was again noted that a nut was missing from the light handle after the entire camera "fell off" the surgical light. The MFR was called who noted that the local installer had used the wrong type of bolts and nuts when the original installation of the light was done on 8/4/95. Bolts and nuts were then replaced with aircraft bolts and nuts.